Event description:
It was reported that a minimum fill notification occurred while customer attempted to reload cartridge that still contained a large amount of insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump tap area as instructed, reloaded same cartridge successfully, and was able to resume insulin delivery with no further issues reported.